Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a total knee arthroplasty, the articular surface would not seat to the tibial component. As the screws were tightened, the articular surface would lift away from the plate. It took four different attempts to set an articular surface. The case was delayed by one hour and thirty minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned articular surfaces found that they were damaged. They all presented damage to the dovetail feature and heavy gouging of the locking rail on the same postero-lateral side. It was found that the metallic insert could be pushed out of the polyethylene articular surface, as reported. Despite the damage, the articular surfaces were successfully implemented on an appropriate tibial component during a functional check. No damage was visible on the returned screws and their dimensions were found conforming to print specifications. However, the returned articular surfaces were autoclaved prior to being returned, which is considered to have altered their dimensions. The reported components were reviewed for compatibility with an appropriate tibia component and no issues were noted. It was also reported that the thicker articular surface, from the same family, was successfully implemented, which indirectly confirms the compatibility of the tibial component, actually used during surgery, with the thinner articular surface. Device history record was reviewed and no discrepancies were found. The identical damage location and reported failure of the three returned articular surfaces indicate the postero-lateral locking mechanism/rail was not properly engaged leading to the upward disassociation of the articular surfaces from their locking insert when the screw was tightened. Therefore, it was concluded that the root cause of the reported issue is related to the surgical technique. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). A definitive root cause cannot be determined with the information provided, as what led to anterior lift-off during tightening of the securing screw cannot be identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Updated: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.